Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 12/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2014 with the following findings: review of the black box data revealed multiple records of call service alarms (052 and 054). Battery cap and cartridge caps were not returned with the pump for investigation; investigation completed with test caps. On investigation, the pump was exercised for 24 hours without the occurrence of error, alarm or warning. Investigation did not duplicate the alleged call service alarm. The pump was opened for investigation and revealed moisture corrosion on the continuous glucose monitoring module, which does not have any effect on insulin delivery to the patient. Unrelated to the original complaint, the display was found to be faded and discolored.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump emitted call service alarms (cs 052/053/054/055 sleep) three or more times within a 30-day period of time. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged call service alarm issue remained unresolved with troubleshooting.